Event description:
Mesh placed in 2005 for hernia repair by provider in another hospital. Pt developed progressive abdominal pain in 2008, found to have intra-abdominal abscess adjacent to mesh in 2009. Managed initially with drainage of abscess/control of enterocutaneous fistula. At about 2 months later, laparotomy performed to find mesh was adherent to 3 loops of small bowel. The mesh ring had broken and adjacent to the sharp plastic ring were 3 large fistulae. Mesh was removed in its entirety.